Event description:
Cust reported the ventilator stopped cycling on a pt and started to alarm and display an error code 20002. Fse was unable to reproduce the failure to cycle condition. Fse was able to recreate and correct the (unrelated) error code display. Ventilator passed all test and performed to all manufacturers specifications. Ventilator was returned back to svc. Report identified in svc report screening.